Event description:
It was reported that a user experienced an alert 15 on a dexcom g6 integrated with the ilet, consistent with a temporary cgm transmitter communication issue and signal loss to the pump, with no interfering medications and the sensor feeling secure. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and user education on monitoring and contacting dexcom support for potential sensor replacement if readings did not resume. Investigation included troubleshooting and education regarding temporary transmitter communication interruptions. Investigation of this case revealed a transient cgm transmitter issue causing loss of data transmission to the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary transmitter communication disruption.